Event description:
Patient had the right radial rhead lateral implant revised, due to disassociation of the head from the stem.

Manufacturer narrative:
Product not returned for evaluation. No anomalies found in review of manufacturing records. No conclusion could be drawn on cause of disassociation.